Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the event occurred following monthly maintenance on the instrument. Quality controls were run, resulting out of range. The customer ran a system check and stated the probes passed. A ccc specialist remotely accessed the instrument and reviewed the data which indicated the system check had failed. The customer recalibrated and the calibration failed. The ccc specialist instructed the customer to move sample 1 probe into drain and reseat it. The ccc specialist reran alignment of sample 1 which passed. The ccc primed probe and check 1 which passed. The ccc reset the instrument, reran system check which passed. The ccc specialist instructed the customer to recalibrate the magnesium (mg) and reran quality control (qc), resulting within specification. Following troubleshooting the instrument, the ccc specialist instructed the customer to run a patient comparison between the two dimension vista instruments to ensure the instrument is working properly. The results obtained between the two instruments matched, however, no data was provided. Running patient samples while calibration failed is failure to follow instructions. The cause of the discordant, falsely depressed magnesium (mg) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium (mg) result was obtained on one patient sample tested on a dimension vista 500 instrument with quality control (qc) out of range with the mg method. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg result.